Event description:
Inflated balloon on the tip popped while inside of patient. Doctor examined patient and device and confirmed there were no foreign objects in the uterus and vagina, no harm to the patient.